Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp but was unable to reproduce the reported issue. The stm performed multiple leak tests and found the transducers and autofill volumes to be out of factory specifications. The stm calibrated the iabp unit then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the leak test. Upon initiation of the leak test, the iabp unit says "restart pump." It was also reported that a sensor message was generated but was not specified by the customer. There was no patient involvement and no adverse event was reported.